Event description:
Caller reported that the cartridge was not fitting properly on the pump because the o ring was on the pneumatic tap. There was no adverse impact on the customer¿s blood glucose level. Customer contacted technical support, and during the call, removed the o ring, allowing the new cartridge to snap into place, and then resumed insulin usage off call. A replacement order was subsequently placed.